Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. However, the investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Manufacturing location updated to (B)(4).

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during an orif, open reduction internal fixation of the patients ulna, one of the prongs on the reduction forceps snapped off during the procedure. The broken piece went into the clamp but did not fall into the patients cavity. The ratchet on the second forceps did not work and nothing broke off into the patient. Surgeon used another clamp from another set and completed the procedure with no further problem. No further information was provided. This is report 1 of 1 for (B)(4).